Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent and abdominal pain. The same day the patient was treated with intraperitoneal ceftezole 1gram once per day for 11 days and oral fortum 1gram once per day for 11 days. The cause of the peritonitis was unknown. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed. Twelve days after hospital admission physioneal therapy was discontinued. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient¿s height was reported as 170cm. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).